Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose of 33 mg/dl with confusion associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump, discontinued pump therapy and then resumed with the same pump once the bg was within normal limits and was treated with glucose tablets/glucose gel and food and/or drink in the office by their health care provider and was sent home a few hours later once the bg increased to normal range. During troubleshooting with customer technical support, it was noted that the patient received a loss of prime warning while at the doctor¿s office after they had downloaded the pump. The patient stated that she did not disconnect and ended up priming while attached to clear the warning. The patient stated that because of priming while attached, her bg dropped in the office to 33 mg/dl. It was also noted that the patient was over/under cycling and inserting cold insulin into the cartridge. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of user error